Event description:
Provider states that there is a faulty mercury switch, intermittent drive lock out. The dealer stated that customers chair did stop but there was family there that was able to assist in getting the customer home.